Manufacturer narrative:
One infusion pump was received in relation to the reported event. All labels were still intact. No physical damaged was found on the device. It was confirmed through the event history log that there was a record that the "no disposable" alarm occurred immediately after the pump stopped on (B)(6) 2021. A function test was completed with the cassette used at the time of the event. As a result of connecting the cassette used at the time of the event to this pump and operating it, the cassette was not recognized, "no disposable, pump won't run" was displayed, and the alarm sounded. As a preventative maintenance, the downstream and upstream sensors were replaced, and upstream sensor was calibrated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that during the use of the device, a "no disposable, clamp tubing" alarm sounded. Even after the customer changed the cassette to another one, the alarm persisted. They then changed the pump to another one, and after that, the system (the pump and the cassette) worked properly. No patient injury was reported.